Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit restarted, and case completed. There was no patient injury.